Event description:
My wife recently did tms (transcranial magnetic stimulation) for about 30 days straight (they wanted to do 36 sessions). About 2 weeks into it, she started experiencing negative symptoms and complained that it actually hurt. Because of the lack of information and what the powers that be said that there are hardly any side effects, we kept going and they actually started increasing the treatments per visit. 3 weeks into it, she had an episode where she couldn¿t even remember her name. 2 months later, she has had a migraine for over a month straight, with no relief. Depression has worsened drastically, she has been sleeping about 19 hours a day. It is directly due to the tms (transcranial magnetic stimulation) treatments, it is no coincidence that after she started complaining about the treatments, the negative side effects started.